Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a loss of capture. All other lead measurements remained within normal limits. The decision was made to remove this lead, and an attempt was made to implant a similar lead. This lead, however, became damaged during the procudure due to difficult patient anatomy. The lead was removed, and a similar lead was implanted without reported difficulty. To date, there have been no reported patient symptoms associated with this clinical observation.